Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the ise reference valve to resolve the issue.

Event description:
The customer's au400 clinical chemistry analyzer generated erroneous erratic potassium (k) results for two patient samples. The results were not reported outside the lab and there was no impact to patient treatment. Quality control was within specification prior and after the event.